Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer report is that the cuff was inflated three times however; the cuff presented a constant leak. It was noted that the patient has a difficult intubation. The information provided also noted that removal and reintubation of a replacement tube was required. No additional harm to the patient was reported.